Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 26, around 8am, the patient reported having a wearable failure. Less than an hour later, while on the call with dexcom, the patient passed out in his wheelchair. The patient¿s daughter called ems. Ems arrived and tested the patient¿s bg meter reading which was 749 mg/dl. The patient was not in an active sensor session due to his wearable failure. It was also not specified what the patient¿s last known cgm value was prior to the wearable failing. The patient was transported to the ER where he was diagnosed with dka. After approximately 2 hours in the ER, the patient regained consciousness. The patient was treated with IV insulin and IV fluids. The patient was discharged home after 2 days with a bg meter reading of 184 mg/dl. The patient was ¿better¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.